Event description:
Report received of an under-delivery of an antibiotic due to compressed tubing. The customer contact reports that a pt was receiving an unspecified antibiotic at an unspecified rate when it was reported that there was an under-delivery of the fluid due to the tubing being compressed. The area of the compressed tubing was reported to be between the pump and the pt. The customer contact reports that there were no alarm alerts received. According to the customer contact, there was no reported adverse pt event. The pump and tubing were replaced, and therapy was continued without further reported incident. The pump was never isolated, and the serial number was never recorded.